Event description:
It was reported that the right ventricular (rv) lead had low r wave trends since implant. The lead was repositioned from the lower septum to the apex to achieve better pacing and sensing thresholds. It was also reported that the left ventricular (lv) lead had become dislodged and was not pacing the lv. During extraction the lv lead was damaged. A different type of lv lead was implanted because the physician thought the lead may have been the incorrect choice at the initial implant. No patient complications were noted as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.